Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Regurgitation and/or stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of the medical article, "transapical transcatheter aortic valve-in-valve implantation: clinical and hemodynamic outcomes beyond 2 years" by jian ye et al., the following event was identified as pertaining an edwards valve: a patient with a s.a.v. Porcine valve underwent a valve-in-valve procedure due to severe aortic insufficiency and stenosis (mean gradient 31mmhg). The implant duration of the pre-existing surgical valve is unknown. A tavr was successfully performed with an edwards transcatheter valve using a transapical approach.